Event description:
The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance specification. Fill 1 was 1015.6 ml, and drain 1 was 0.1 ml. The rite specifications for fill1/drain 1 are 774.0 - 821.0 ml. This was a rite test failure, and no patient was involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification. Fill 1 was 1015.6 ml and drain 1 was 0.1 ml. The rite specifications for fill1 / drain 1 are 774.0 - 821.0 ml. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. The assignable cause for the rite functional test failure during fill 1 and drain 1 was undetermined. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device will be sent to servicing.